Event description:
It was reported that the ilet user experienced rollercoaster glucose levels after recently starting the system, attributed to overtreating hypoglycemia. A trainer guided the user to perform a factory reset, the user temporarily switched to a different pump and planned to resume ilet after expiration of their current device. The event involved a usage issue characterized as overtreating hypoglycemia with no specific device component implicated. Symptoms included hypoglycemia and hyperglycemia with shaking or tremors, and fingerstick measurements reportedly ranged from a low of 40 mg/dl to a high of 280 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.